Event description:
Reference number (B)(4) event occurred in the hong kong it was reported that patient faced infusion set leakage event on (B)(6)2024. The leakage was in the tubing or quick release. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2e1: patient city: (B)(6)patient country: hong kong